Event description:
Customer reported a blood glucose (bg) level of "low;" cause was unknown. Customer consumed lollies to successfully resolved the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.